Event description:
During testing by zoll's technical service dept, it was observed that when attempting to select joule setting using the main control panel the user was unable to increase the energy level. There was no pt involvement in the reported failure.